Event description:
It was reported that the insulin pump alarmed button error when attempting to put carbs in. Customer's blood glucose reading at the time of the call was 142 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with no act button response, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.